Event description:
It was initially reported that "something is wrong" with the alaris devices. The customer provided the following information on (B)(6) 2026. A patient received "100 times" more than the prescribed dose of hydromorphone between (B)(6) 2026 while the specific time of event was approximately 1615 on 31 march 2026. The patient received more narcotic medication than prescribed and was suspected to be an entry error. The medication was held for six hours, and the patient was heavily sedated for a period of two days. The customer also specified that they were not reporting a pump malfunction. The customer was requesting the following information from the investigation: "we need all manually entered pump changes for: medication type, infusion rate, volume and dose concentration, key entry for pca, clearing of volume infused, between (B)(6) 2026."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.